Manufacturer narrative:
Results code : the engineering evaluation stated the polyimide guide wire lumen was kinked at the trailing olive. The constrained endoprosthesis had been pushed toward the leading olive of the catheter. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the damage to the guidewire lumen could not be determined with the currently available information.

Manufacturer narrative:
(B)(4). Results code: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion coe: the gore® excluder® aaa endoprosthesis instructions for use states, do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Event description:
On (B)(6) 2016 a patient underwent endovascular aortic repair with gore excluder aaa endoprostheses featuring c3 delivery system. Following deployment of the trunk-ipsilateral leg component, a contralateral leg component was advanced outside the sheath and became caught on the distal end of the trunk-ipsilateral leg component. Resistance was met so the component was withdrawn. After the component was removed from the patient the junction between the catheter and the distal end of the graft appeared to be more separated than usual. A second contralateral leg component was advanced and deployed successfully.